Manufacturer narrative:
Correction: section d4 - additional device information: catalog number, serial number, lot number, expiration date, and primary unique device identification (UDI) number corrected. Correction: section h4 - device manufacture date corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that the s1 lead was intact and did not migrate. The patient experienced ineffective therapy due to the left l5 lead having high impedances and also migrating. Targeted pain pattern is crps left foot up to knee. Surgical intervention was undertaken wherein the l5 lead was explanted and replaced to address this issue. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy due to the s1 lead migrating. The issue was confirmed by imaging. A manufacturer representative interrogated the system which confirmed migration. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.